Event description:
Journal reference: gill, et al. "Deep brain stimulation for parkinson's disease: the vanderbilt university medical center experience 1998-2004" tennessee medicine; 2007; 100: p 45-47. The article presents study results describing the outcomes and adverse event rates from 72 patients followed for an average of 22 months. The patients, all with advanced parkinsons disease, were being treated with unilateral or bilateral deep brain stimulation of the stn. A number of neurostimulation patient complications were reported. Reportable event(s): three patients experienced an intracranial hemorrhage (identified by CT scan) following lead placement resulting in somnolence for a week. Treatment info was not provided.

Manufacturer narrative:
Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each patient, the devices used and the complications experienced was not provided. It is possible that each patient may have experienced more than one complication.